Event description:
No clinical consequences, dm discarded,

Manufacturer narrative:
A device history record review was completed for provided material number 304622 and lot number 220802. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility. Upon review of the retained samples, no signs of defect were observed. Based on the investigation results, an exact cause could not be determined for this reported incident. If the sample becomes available, we would greatly appreciate the opportunity to conduct a thorough analysis. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿3 needle pulled out of hub. The following information was provided by the initial reporter, translated from french to english: the needle became detached from the base while withdrawing solvent from a bag. The needle remained in the bag and the hub on the needle.